Event description:
It was reported that after a supply change with the ilet, the user experienced rising blood glucose recorded at 452 mg/dl and discovered insulin leaking from the cartridge on the plunger side; the device problem was characterized as a leak associated with the reservoir component. Investigation of this case revealed evidence of leakage at a seal, consistent with a leak/splash device problem localized to the reservoir. Symptoms included hyperglycemia with fatigue and abdominal discomfort without nausea. Outcomes included no lasting health consequences. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.